Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration from worn out and loose bearings. It was determined that worn out and loose bearings created a situation where the cutter was not able to be inserted. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from colombia that the attachment device had damaged internal bearings which prevented the cutter device to engage the adapter. During in-house engineering evaluation, it was observed that the device had vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.